Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was 220 mg/dl. Customer attempted to self-treat and inadvertently delivered 20 units of insulin via manual injections resulting in a low bg level of 40 mg/dl. The customer received assistance from the emergency room and was provided with juice and carbohydrates to treat low bg. Upon leaving the emergency room, customer's blood glucose was 100 mg/dl. Reportedly, the customer successfully resumed insulin therapy.